Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having percutaneous ve rtebroplasty therapy for primary osteoporosis with compression fracture. Levels implanted was 12. It was reported that the balloon ruptured during expansion. The doctor concluded that it burst upon hitting hard bone within the vertebral body. There was no patient symptom reported. There were no further complications reported regarding the event. The ke102 is included in the kex102eb and distributed in japan.

Manufacturer narrative:
E1: first name and last name of initial reporter is unknown. G2: country of origin is japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of product:ke102, lotno:229653662 visual and functional inspection revealed the balloon has been punctured. The damage is a slice in the lower portion of the balloon. This damage is consistent with the balloon coming in contact with bone spurs when the balloon is inflated in the vertebral body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.